Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during deployment of an embolization coil, the coil prematurely detached and got stuck in the microcatheter. The coil was removed together with the microcatheter. There was no reported patient injury.

Manufacturer narrative:
The pusher and implant were returned for analysis. The introducer, microcatheter, and packaging were not returned. Investigation into the returned device found the device to be severely damaged. The pusher was broken into two pieces at the pet transition. The proximal end of the pusher contained numerous bent locations. The implant, pusher body coil, and lead wires were entangled in a mass. The body coil was stretched and the lead wires were pulled from beneath the coil. The implant was stretched throughout its length with the exception of the distal loop. The heater coil was found to be burnt, displaying evidence of thermal detachment. Based on the investigation findings and available information, the root cause of the complaint cannot be determined. The device was severely damaged, preventing a root cause analysis into the reported complaint. The physical evaluation of the device could not determine if the damages occurred leading up to the reported event, and which occurred after, but the damage is consistent with the device experiencing forces over specification. The severity of the damage prevented replication testing from being performed. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.